Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The cables and connectors between the ventilator and sensor interface board were reseated and cleaned to resolve the issue. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction resulting in a loss of mechanical ventilation. There was no patient involvement.